Event description:
During an arthroscopic shoulder surgery, they had two vapr s90 electrodes which sparked at the tip of the electrode. This happened right after activating the electrode in the joint space. Also outside of the joint space there had been visible sparks coming from the electrode when activating. Dr. Xxxxxxxxxx is a very skilled surgeon and uses the s90 regularly. The procedure was completed with same like product. The facility discarded one of the devices. The following additional information was received from our affiliate on (B)(4) 2014; no debris fell off of the electrode into the patient. The electrode was not close to metal. The electrode was not buried in tissue. The electrode sparked after approximately 5 minutes of use with pauses in between. See associated medwatch # 1221934-2014-00348.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the active tip indicates signs of activation and the manifold between 6 - 7 o&apos;clock positions of the tip shows signs of melting. There is saline debris in the suction tube and the shaft of the electrode is slightly bent. The melting of the active tip would lead to the reported failure, confirming this complaint. No functional test was conducted to avoid further damage. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ it was reported that the electrode did not come in contact with any metal instruments nor was it buried inside the tissue. From the information provided, a definitive root cause cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 5 similar complaints for this lot of devices that were released to distribution. In the interest of continuous improvement, a supplier CAPA has been initiated to investigate and determine a root cause for this failure. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During an arthroscopic shoulder surgery they had two vapr s90 electrodes which sparked at the tip of the electrode. This happened right after activating the electrode in the joint space. Also outside of the joint space there had been visible sparks coming from the electrode when activating. Dr.xxxxxxxxxx is a very skilled surgeon and uses the s90 regularly. The procedure was completed with same like product. The facility discarded one of the devices. The following additional information was received from our affiliate on 7-25-2014; no debris fell off of the electrode into the patient. The electrode was not close to metal. The electrode was not buried in tissue. The electrode sparked after approximately 5 minutes of use with pauses in between. See associated medwatch # 1221934-2014-00348.